Event description:
After 9 months of implantation, this lead was capped because it had become dislodged. It was reported that the patient came in for a routine follow-up check and it was noticed that high threshold readings were present.